Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a leak was noted at the hub of the catheter. The procedure was completed with another device.

Manufacturer narrative:
The device has been evaluated by this manufacturer. As received, blood and clear solution, possibly constrast medium was found inside the hub. The catheter was broken just under the hub. The braid was visible bu not broken. The catheter was severely kinked and flattened along the shaft. Blood was visible inside the shaft. The unit passed dimensional inspection and .019 mandrel could not be inserted into both extremities due to dried blood. Microscopic examination confirmed that a leak was possible under the hub at the broken position. It was not pssile to inject water in te catheter to verify the leak due to the presence of blood ad cler material in the hub. Conclusion further information was requested and no response has been received to date. If a response is received which impacts the results of the investigation, the complaint wil be reopened. The leak was confirmed after the hub where the catheter was broken. Excessive force applied to the catheter during the procedure may have caused the catheter to break. Kinks and flats found along the catheter may be the result of poor handling during the procedure. One other complaint was received for this particular batch of devices for a different reported defect: "guide wire lumen resstriction" the analyzed defects ws "kink/bent". This reported defect wil be monitored and trended through the monthly complaints review board. No corrective action will be implemented as a definitive root cause was not identified.